Manufacturer narrative:
A medtronic representative went to the site and checked out the system. He was unable to replicate the reported issue. System was fully functional during testing. The rep spoke with the customer and found that they had left the o-arm on overnight. He recommended that they turn the system off and allow it to charge at least 4 hrs before turning it back on. Customer also reported they got a grainy image during the case, but rebooting resolved the issue. Rep suggested they perform rad gain calibration as they were past due (this is a calibration to be performed by the customer). No parts were replaced, no further issues reported.

Event description:
A medtronic representative reported that during a spine case, after taking an a/p image a message appeared reading "battery level critical" and then went away. After taking a lateral image, the same message appeared and then went away. They unplugged the umbilical, checked the battery gauge level which was full, and rebooted the system. 10min delay to case for troubleshooting. The 3d scan was successful and they were able to proceed. No harm to the patient.